Manufacturer narrative:
Correction in h6 additional in h10 technical support performed troubleshooting over to determine the customer reported issue of npi 8100 no channel ID. Technical support: motor control board: 1. Informed most likely due to motor control board. 2. Recommended sending in for repair. 3. Customer will most likely send in for repair. The customer reported problem was not confirmed. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device received a no channel ID message. The tech recommended replacing the motor control board. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. Technical support performed an evaluation and recommended replacing the motor control board. A follow up report will be submitted once the investigation results including device history review is completed.

Event description:
It was reported that the device received a no channel ID message. The tech recommended replacing the motor control board. There was no patient involvement.